Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the cystic artery bled when it was transected and the surgeon converted to a laparotomy. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
11/18/1998- supplemental report sent to FDA.